Event description:
The corgrip retention device was placed to secure the patient's post pyloric feeding tube (ppft). Early in the night shift three days later, the corgrip broke. (Rn explained that the corgrip was found to be broke and rn has no theory on how it could have broke.) And when it did so, the patient's ppft came partially out (from 100 to 76). Ppfts are inserted using the cortrack. Because there was no cortrack-trained rn on duty to advance the ppft, the ppft was not used and tube feedings remained off until the ppft could be reinserted at 1200 (noon) later that day. The broken corgrip was not saved. Nursing is monitoring for further events with the corgrip and have been reminded to save the corgrip involved in the event so the device can be further inspected.